Event description:
It was reported that a user experienced repeated failures to pair a dexcom g7 sensor with the ilet after a prior sensor was abandoned, and pairing was only to the ilet rather than the dexcom app. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting with device toggling, restart, and re-entry of the pairing code, which allowed the pairing process to restart. Investigation of this case revealed a communication or pairing failure between the cgm and the ilet consistent with a connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or connectivity factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.